Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma, soft tissue necrosis, wound infection, capsular contracture. (B)(4).

Event description:
It was reported (via FDA mw5085392) that a female patient of unknown age who underwent bilateral mastectomy in 2014 due to right breast cancer and insertion of tissue expanders with alloderm, developed seroma, necrosis, and infection. The patient required reoperation on an unspecified date in 2014. "Tweaking caused a deep open wound on her good side". In 2014, the patient underwent exchange with open capsulectomy for capsular contracture. The patient had allergan implants inserted. It is unclear if reported events were unilateral or bilateral. No patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available. No product malfunction, such as deflation, was reported. This medwatch form is for the left breast prosthesis.